Event description:
Upon completion of an atrial fibrillation ablation procedure, a pericardial effusion was noted. Drainage was performed to stabilize the patient. The patient left the room in stable condition with the procedure successfully performed. A second arrhythmia had to be treated and it was completed successfully. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.